Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm was reading 140 mg/dl and the bg meter was reading 57 mg/dl. The patient had a seizure. She reported she was ¿not completely out of it¿ and that it lasted for approximately two minutes. The patient also had urinary incontinence during the seizure. The patient treated herself afterwards with a ¿nasal spray¿ (possibly nasal glucagon) and ativan. It was also reported that the patient called her neurologist about the seizure and was told it was due to her low bg value. Therefore, the patient called her endocrinologist to discuss the event and was advised to remove her current dexcom sensor. There was no information that the patient went to the ER/hospital for this event. The patient was ¿better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2324 incontinence.